Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of system error 10 alarm due to saline spill on the pump is confirmed. Electronic components on the circuit board were noted damaged when the part was received. Saline damage to the recorder assembly can result in the display screen becoming distorted and a constant piezo alarm. The root cause of the recorder damage is saline spilling on the pump. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that saline spilled on top of the intra-aortic balloon pump (iabp) and a system error 10 occurred. As a result, the iabp was swapped out without incident. The field service engineer (fse) was called in to service the iabp. The fse replaced the recorder and cleaned up the residue. The fse performed functional check out and unit checks ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that saline spilled on top of the intra-aortic balloon pump (iabp) and a system error 10 occurred. As a result, the iabp was swapped out without incident. The field service engineer (fse) was called in to service the iabp. The fse replaced the recorder and cleaned up the residue. The fse performed functional check out and unit checks ok.